Event description:
There was an allegation of questionable triiodothyronine (t3), thyroxine (t4), and free thyroxine (ft4) results from the cobas e 801 analytical unit. Patient 1's initial t4 result was 24.9 ng/dl, and the repeat result was 7.93 ng/dl. Patient 2's initial t3 result was >6.51 ng/dl, and the repeat result was 1.63 ng/dl. Patient 3's initial t3 result was 5.01 ng/dl, and the repeat result was 0.93 ng/dl. Their initial t4 result was 24.9 ng/dl, and the repeat result was 7.46 ng/dl. Patient 4's initial ft4 result was 4.93 ng/dl, and the repeat result was 1.73 ng/dl.

Manufacturer narrative:
The lot numbers and expiration dates were not provided for the reagents. A field service engineer (fse) observed crystallization on the reservoir. The fse cleaned, prepared the measuring cell, and completed a qc that passed specifications. It is unclear if the crystallization was the direct root cause. The investigation determined that the service action resolved the issue and no further complaints were received.